Manufacturer narrative:
(B)(4). The results of the sample analysis revealed issues that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual homechoice was received for evaluation. A review of the event history log revealed no alarms/failure codes, or keystrokes/programming that would indicate a malfunction, use error, or a failure that could have caused or contributed to the reported problem. The device did not meet baxter specifications upon arrival, thus repair was required. During visual inspection, door cover was found damaged and unit had no backlight. The power on self-test and a one hour therapy was successfully performed. The unit was repaired and it passed all check and calibration tests successfully during service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient, who performed pd therapy with a homechoice (hc) device, passed away due to an unknown cause. It was reported that the patient had passed away on an unreported date, approximately two weeks prior to receipt of this report. The patient was hospitalized at the time of death. The reason for the patient¿s hospitalization was not reported. It was not reported if pd therapy was ongoing until the time of death or if the patient was connected to the hc at the time of death. No further information was provided. Additional information was requested but is not available.